Manufacturer narrative:
A customer in (B)(6) notified biomérieux of a false positive cefoxitin screen (oxsf) result for staphylococcus aureus in association with the vitek® 2 ast-p619 test kit and vitek 2 systems software version 8.01. Biomérieux internal investigation was conducted. The strain was not saved, so could not be submitted for testing. One (1) lab report was provided even though the customer stated that the discrepancy was obtained with initial and repeat tests. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. Vitek 2 raw data are required in order to assess the growth of the isolate in the vitek 2 card. Ast-p619 lot #4990951103 met final qc release criteria. This lot passed qc performance testing. No ncmrs were written against the lot. Ncmrs were reviewed for the last 13 months (20may18-20jun19). No ncmrs were written for the ast- p619 card.

Event description:
A customer in (B)(6) notified biomérieux of a false positive cefoxitin screen (oxsf) result for staphylococcus aureus in association with the vitek® 2 ast-p619 test kit and vitek 2 systems software version (B)(4). Oxacillin mic=0.25 (susceptible), but modified by the advanced expert system¿ (aes) to r (resistant) based on the positive oxsf result. Retest via ast-p618 card obtained the same result. Alternative testing with mrsa pcr (meca, mecc), cefoxitin disc and pbp2a gave oxfs negative. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux requested isolate submittal for investigational testing; however, the customer stated the patient isolate is no longer available. A biomérieux internal investigation has been initiated.